Manufacturer narrative:
The complaint condition reported is currently under investigation. A follow-up report will be filed once the investigation has been completed and the findings are available. (B)(4).

Event description:
Per customer's statement on repair authorization form "probe pops of due to unwanted pressure. Pressure knob on back does not increase or decrease pressure". Reference repair order: (B)(4).

Manufacturer narrative:
Ref e-complaint-(B)(4). Investigation: x-review DHR, x-inspect returned samples. Analysis and findings: a review of the 2 yr complaint history reveals no similar issues. A review of the DHR reveals no anomalies. Service & repair did not confirm the complaint condition. The unit functioned to specifications. This device works with cyro-probes, but only the console was returned for evaluation. The customer did not respond to queries made by csi for additional information. As there is no added information, the device was found to work normally, and no probe was sent in there is no root cause for this complaint. The probe is connected to the console and held in place with a spring/connector. It is possible the issue resided there with the probe or end user error. Correction and/or corrective action: the unit was confirmed to function to specifications and returned to the customer. This complaint will be entered into the coopersurgical continuous improvement plan (cip). No applicable correction available to train to at this time. Was the complaint confirmed? No. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Per customer's statement on repair authorization form " probe pops of due to unwanted pressure. Pressure knob on back does not increase or decrease pressure". Reference repair order: (B)(4). Ref e-complaint(B)(4).